Event description:
It was reported that when the device was received it was broken. It was received in a long rectangular box. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the balloon and balloon windings/bonds were visually inspected for indication of damage or abnormality and the spring tip was received bent and the bend is due to the spring being broken. The shipping tube is broken 6.7cm from the bottom of the gray tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the dfu. The catheter was not removed from the tube. The balloon latex and windings were found to be in good condition. Although the reported defect was confirmed, there was no evidence found during the evaluation of a manufacturing defect. A device history record review was completed and documented that the device met all specifications upon distribution.